Manufacturer narrative:
The reported field event of patient pain and discomfort was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, no anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow up complaining of pain in the device pocket site. The physician elected to explant the insertable cardiac monitor. The patient condition was unknown.